Event description:
It was reported by dealer that the customer alleges he was driving down the street and sparks came out of the joystick and the joystick died at that point. Ken states that the dealer alleges he put a new joystick on the chair and it was fine until he went to program the motion concepts seating. The dealer states the power seating on the chair started acting erratic. The dealer states he is going to call motion concepts.